Event description:
During service of the unit, review of the device diagnostic log history indicated a prior restart occurence during normal ventilation mode operation. The customer did not report the prior restart occurrence during any previous usage. There was no pt harm reported. The restart occurrence did not recur during MFR's service of the device. Post-service performance verification testing was completed and passed per operating specifications.